Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced an unknown blood glucose (bg) over 500 mg/dl with an unspecified level of ketones and diabetic ketoacidosis due to an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received unspecified treatment by their healthcare provider as the patient was in a coma. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match. Further troubleshooting was unable to be completed and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.